Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. The pump was received with button error alarm and intermittent button response due to corroded keypad traces. The pump had a cracked case on lcd display window corners and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 233 mg/dl. Troubleshooting was not able to resolve the no delivery, because the button was unresponsive. The customer states the numbers are not ramping or scrolling on their own. The device will be returned for analysis.